Manufacturer narrative:
The device was not removed. The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed a seroma at the lead incision site. The physician performed an aspiration of the seroma and sent it for culture. Nevro attempted to obtain additional information regarding the nature of the event but was unsuccessful. There have been no reports of further complications regarding this event.